Event description:
The technician discovered the nurse call was not working while he was performing preventive maintenance on the bed.

Manufacturer narrative:
The technician found that the power supply contact was loose on the utv board. He reseated this connection and the nurse call functioned properly.